Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, damaged usb pins were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer's wife was required to intervene by assisting in giving the customer an insulin shot in order to address bg. Customer reverted to an alternate method of insulin therapy.